Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope was leaking air/water from the distal end. Upon inspection and testing of the customer returned device, the scope distal end was cracked. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could not be locked securely, switch 1 cut, grip deformed, scope connector cover plate detached, distal end cracked, adhesive on section bending rubber detached, connecting tube coating peeling. Due to wear of angle wire, bending angle in down direction did not meet the standard value, and ultrasonic probe loose. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the cracked distal end was due to user handling and damage associated with increased use/time. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.